Event description:
The customer tested her blood glucose using her breeze2 meter and received readings of 380, 280, and 259 mg/dl. She retested using another breeze2 meter and received a reading of 97 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement strips were sent to the customer.